Event description:
Ous MDR - during a fu on (B)(6) 2012, some noise was detected but they were considered external signals and no importance was given. During the last fu on (B)(6) 2013, the patient showed 196 fvt/vf, and more noise was detected again in the 17 episodes registered, but this time, they were considered a lead issue. The programmer parameters were modified in order to extend the majority and the persistence of the vf zone. The physician has decided to extract the lead and he has made an appointment with the patient to schedule the date for the extraction.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a damaged insulation at a distance of some 34 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to the ring electrode was damaged in this area. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.